Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the hex rod was not sliding into the slot that locks the brake. The technician adjusted the hex rod to repair the bed.